Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the top case was cracked on the front left corner. Review of the error history log found no alarms pertaining to the customer's stated problem. Functional testing found the calibration was out of the required specifications. Root cause was attributed to the force being out of calibration. What caused this to occur could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced top case for physical damage. Replaced battery. Cleaned, greased and calibrated the pump. Performed all functional testing, which passed.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.